Event description:
The patient was off telemetry monitoring for a period of time. When staff entered the room, they found that the patient had no pulse, respiration, or blood pressure. The patient had pulled all of her cardiac monitor leads off. The electrode pads remained in place on the patient. Further investigation found that the philips monitor did send a leads off alarm to the philips central station. The leads off alarm was received by the philips server and sent through the emergin system, which then calls the staff's spectralink phone. The system is designed so that if staff is using the phone at the time the alarm message is sent, emergin will put the message in a queue until it is received and reviewed. In this case, when the emergin log was reviewed, it showed that the page was delivered and read at the exact same time. Staff report that they did not receive the alarm page and did not know that the patient was off of the monitor until they entered the room. The monitor tech reported that the pt had pulled her leads off multiple times during the night & knew that the page had gone out to the staff. Of note, this event occurred at shift change.